Manufacturer narrative:
There are various reasons why the neck plate may become detached. Without further information from the user and an examination of the affected cannula, it is not possible to analyze the cause. Due to the missing lot number, it is also not possible to trace the product back to production. Detachment of the neck plate is a rare defect. Despite requesting further details we have not received any further information, e.g. Lot, photos, sample, further description.

Event description:
1) what went wrong with the device: the neck flange of the tracheostomy tube became detached, risking loss of airway and resulting in an unplanned tube change. 2) health effects: no health effect reported.